Event description:
It was reported that the patient's heart rate did not increase during exercise even though the pulse generator sensor was activated. Despite changing settings for the sensor, the patient's heart rate still did not increase with physical activity which made the patient feel uncomfortable. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.